Manufacturer narrative:
Software investigation in progress.

Event description:
A medtronic ent representative reported that while in an ent surgery, when the surgeon was using the straight probe, the software displayed as trying to verify an elevator probe in fusion 2.2.0. In trouble-shooting with medtronic technical services, the medtronic representative explained this was a software issue and to resolve it by loading current version of software. The surgeon opted to complete the surgery using different instruments, but continued use of the fusion navigation system. There was no impact on pt outcome.